Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by peritoneal dialysis patient that the cycler alarmed for air detected in cassette during drain 1 of 4. Treatment was cancelled. Patient removed the supplies and found fluid leak inside cassette door. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the fluid leak did not result in any adverse events. Patient missed one treatment. Patient was performing continuous cycling peritoneal dialysis after that. Set was not made available for investigation.